Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3211 is based upon evaluation of user facility information and the returned sample; 213 is based upon dimensional testing and functional testing of the returned sample. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly, locator and hemostasis sheath were returned. Carrier tube assembly was returned in a unopened pouch. Upon visual analysis, the locator was found to be unmated from the sheath upon receipt. A kink was observed at the blood inlet holes of the hemostasis sheath. No damage was observed on the tip of the locator or at the transition from locator to sheath. For dimensional testing, the outer diameter of the locator was measured to be 0.090'' (which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.1148'' (cal ID: 10001991 expiry: 6/2021) which was within the specification of 0.114" +/-0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. During the device functional testing the locator and sheath mated properly. Based on the evaluation, the complaint could be confirmed for kinked components. The kink that was observed on the assembly indicates that the application of an off-axis force applied during the insertion or likely mishandling while assembly. Since the device was not meted properly the blood inlet hold did not align properly and there was less backflow of blood. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal arteriotomy locator was inserted into the insertion sheath, a kink was observed in the insertion sheath and the locator and the insertion sheath did not snap properly. When the assembly was inserted into the artery, backflow of blood was not observed much. The device was not used, and another device was used to continue the hemostasis. Subsequently, hemostasis was successfully achieved. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. The blood loss was less than 250cc's. There were no other devices or equipment used with the reported product.